Event description:
Additional information was received that there was no documented asystole greater than two seconds. No adverse patient effects were reported.

Event description:
Boston scientific received information that the impedance measurements on the right ventricular (rv) lead were 290 ohms in bipolar configuration and 360 ohms in unipolar configuration. The device was programmed to unipolar configuration and the sensitivity was decreased due to some myopotential oversensing. Some noise was noted when manipulating the device; however, it was not consistant therefore and issue with the outer insulation was suspected. No adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.